Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Retained and returned vials of vs278 performed as intended. Sample # was also returned by customer. Testing of this sample was performed at 15 and 40 min incubations with both the retained and returned rrbcs. No reactivity was observed at 15 mins. A 2.5+ reaction was observed with pt sample and both sets of vs278 at 40 minutes.

Event description:
Customer reported no reactivity with vs278 and a pt later identified to have anti-kell present in their plasma. Customer had observed reactivity with a previous lot of screening cells. However, testing with the pt sample and vs278 was negative. Additional testing performed with vrc129 untreated cells resulted in the identification of the anti-kell. This report corresponds to ortho clinical diagnostics inc.